Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 69 year old female patient presented to his oral surgery partners office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2026 at tooth location #19. The implant was not placed after immediate extraction and was not loaded immediately. The patient presented with the issue on (B)(6) 2026, within three weeks of implant placement. During the examination, the doctor discovered that the implant had fit issues. As a result, the implant was removed on the same day of the visit using an implant driver. The implant was not replaced. It was reported that the patient had symptoms of pain, which resolved after implant removal. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was reported that the patient had type ii bone quality and good oral hygiene.